Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history review confirmed that device had no abnormalities in manufacturing, special adoption, and variations and was shipped accordingly. Root cause for the reported issue of blood found cannot be determined as there is not enough reported information and the location of the blood not known. However, the 1024 combo kit cleaning brush was used to wash the device. This is not the recommended combination in the instructions for use (IFU); though it cannot be conclusively said that there is a causal relationship between the attachment of blood and the use of brushes. Following are the possible causes for the issue: inadequate cleaning of the product the brushes used for cleaning are not per IFU recommendations. IFU also states for cleaning, disinfection, and sterilization procedures: all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any further information becomes available. The device has been returned and a device evaluation completed for it. The device manufactured date is not known. Upon inspection, the c-body and the a-rubber glue of the device had a crack in it. There were some black dots in the image but fog test was cleared. The ultrasound image and one broken element. The elevator channel plug is loose. The insertion tube is buckled and has cuts on it. The water bottle port is loose. Probe insulation is discolored. The cause for the issue could not be determined.

Event description:
As reported for this event, blood was found after washing the device. There was no patient contact with blood found on the device. Combo kit cleaning brush 1024 was used during reprocessing. There was no delay in reprocessing and was reprocessed in the afternoon, within an hour of the procedure by regular full time staff. The reprocessing staff was trained on the reprocessing of the device. There was no reported adverse impact to patient or staff.